Event description:
The curved radiation shield fell off the scoop and hit a patient.

Manufacturer narrative:
The radiation shield was ordered and replaced. The system was tested and it worked according to specifications.